Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a motor error several times. The insulin pump had not been exposed to a strong magnetic field. The blood glucose reading was not known. It was advised that the customer revert to a back up plan. The insulin pump will be replaced and returned for analysis.